Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Npi 8100 fails patient side occlusion test. Display board- segment dim. There was no patient involvement. Biomed need assistance on 8100 sn (B)(4) fails patient side occlusion test, reading below 3.5 psi. According to biomed, they send this to case #: (B)(4) npi 8100 fails patient side occlusion test. Third party to repair the issue patient side occlusion but after receiving the device and start testing. Still having the same issue on patient side occlusion, fails test. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: see case notes. Case resolution: I assisted biomed on 8100 sn (B)(4) fails patient side occlusion test, reading below 3.5 psi. According to biomed, they send this to third party to repair the issue patient side occlusion but after receiving the device and start testing. Still having the same issue on patient side occlusion, fails test.. According to biomed the only item that they have not tried replacing is the logic board. My recommendation to biomed is to either send it back to the third party repair depot or consider sending it in to us for repair.